Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited bradycardia. The implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture and not capturing consistently. The patient had symptoms related to heart block a temporary pacing wire was placed through the left femoral vein. The ipg system was inactivated and replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event.